Event description:
It was reported that during a procedure to place a stent in an upper arm graft, two different stents would not deploy. This is the second stent.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. This application represents an off-label use for this device. The info for use states: the bard conformexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.